Event description:
The reporter stated the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens in 2008. The lens was explanted the following month, due to low vaulting. The lens was exchanged for a longer lens. The patient's current best-corrected visual acuity is 20/20.